Manufacturer narrative:
(B)(4). Additional information: device evaluated by MFR?, evaluation codes.. The device was received for evaluation. Visual inspection was performed with naked eye and magnification; a damaged mainbody was identified. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clamp of the transfer set was cracked and leaked during patient use. At the time of this report, the transfer set was in use for a month. There was no patient injury or medical intervention associated with this event. No additional information is available.